Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) of 600 mg/dl and ketones that were identified as dangerous by a healthcare professional. Reportedly, insulin drips were not observed to be exiting the tubing during the load fill process. The customer was treated with intravenous fluids of saline and insulin. The customer left the ER against medical advice on (B)(6) 2026. Subsequently, the customer was admitted to the intensive care unit the following day on (B)(6) 2026 due to the issue being unresolved. The customer was treated with intravenous saline and insulin. The customer was released from the hospital on (B)(6) 2026. Reportedly, the customer has stage 4 kidney failure and worsened heart failure. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Event description:
It was reported that the customer was hospitalized in the intensive care unit with a blood glucose (bg) of 600 mg/dl and ketones that were identified as dangerous by a healthcare professional. Cause of the elevated bg was unknown. The customer was treated with intravenous fluids of saline and insulin. Reportedly, the customer has stage 4 kidney failure and heart failure. The customer was released (B)(6) 2026. Recommendation was made to consult with a healthcare provider regarding diabetes management.